Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an alarm that the wake button was stuck. Reportedly, there had been nothing pressing the button to trigger the alarm. Additionally, it was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged between 150-159mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified. Additionally the alleged wake button issue could not be verified.